Event description:
It was reported during a meniscus surgery that t2 fell off. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Event description:
It was reported during a meniscus surgery that t2 fell off. Both ts were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint stated: ¿during a meniscus surgery t2 fell off. Both ts were removed.¿ the product has been defaced by bending the needle in half. It is impossible to accurately evaluate the device due to the damage. Communication indicated that the implants were removed from the patient. There are no t¿s or sutures accompanying the device. The device¿s deployment mechanism is unable to be tested in the damaged condition. No root cause related to this manufacturing lot was confirmed.